Event description:
Healthcare professional reported "capsular contracture baker grade unknown, rupture" diagnosed via ultrasound. This record is for the left side. Device remains implanted.

Manufacturer narrative:
Continued e1: (phone no.): (B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade unknown, rupture.